Event description:
Pt on ventilator when alarm sounded. Responded to alarm. Found window on bottom right flashing circuit. Ventilator not providing ventilator support. Removed and pt was ambubagged until new ventilator could be set up.